Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a device demonstrated a repeat primary audible alarm. No patient injury was reported.

Manufacturer narrative:
Other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were not broken or removed, the right plunger case was cracked, and the top case was damaged on the lower right front corner. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as no physical or any other damage was found on the speaker. Root cause of the reported issue is unknown as no problem was found. Replaced the speaker as a preventive measure, performed preventive maintenance and all functional testing. A CAPA to investigate the reported issue was created and is ongoing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 4000.